Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run incoming testing) has been confirmed. Upon investigation the monitor displayed a service code 203 (pulse test fault). The cause for the service code 203 was isolated to a defective d7 component. The root cause for the defective d7 component was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.